Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Twenty events were reported for this quarter. Nineteen devices were received for evaluation. One event was duplicated during testing. The reported event was not duplicated during testing for 18 devices; however, the devices were outside specifications. Sixteen devices were found to be affected by internal corrosion. Two devices were affected by worn components. One device was affected by a damaged internal component. One device was not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 20 malfunction events, in which the device overheated. Sixteen reported events had no patient involvement; no patient impact. Three reported events had patient involvement with no patient impact. One event had patient involvement in which the event resulted in a burn.